Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device.

Event description:
Healthcare professional additionally reported "silicone is present in the left axillary lymph nodes." Device has been explanted.